Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center for investigation and evaluated. The device was visually inspected. The service center found evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one errors. There was evidence of sound abatement foam degradation. The device was scrapped.